Event description:
Additional information received notes that there was high capture threshold noted on the right ventricular (rv) lead during the implant procedure.

Manufacturer narrative:
The reported events of insulation damage, helix mechanism issue, and high capture threshold were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the outer insulation twisted throughout entire lead body consistent with procedural damage. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be retracted/extended, and helix extension length met specification. The cause of helix mechanism issue was isolated to blood in the helix region, blood on the inner coil, and over-torqued of the inner coil. Hi-pot failure was found between conductors due to the inner coil being over-torqued at the connector region. The cause of high capture threshold is consistent with procedural damage.

Event description:
During an initial implant procedure on (B)(6) 2023, it was reported that the right ventricular (rv) had insulation damage. It was also noted that the helix of the rv lead could not be retracted. The rv lead was not used, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.